Manufacturer narrative:
During preventative maintenance, the thermogard xp ivtm system (sn (B)(6) failed functional testing due to a coolant leak. The coolant drain coupler was replaced to address the observed issue. During functional testing, the thermogard system failed to start due to contamination from a leaking glycol line. The coolant drain coupler was replaced, and the leaked areas were cleaned and dried using dry cloth, followed by compressed air. Following that, the thermogard system passed the functional test and worked as intended. Following service, the thermogard xp ivtm system passed the final functional, calibration, and electrical safety tests without any issues. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the thermogard xp ivtm system with sn (B)(6).

Event description:
During preventative maintenance, the thermogard xp ivtm system (sn (B)(6) failed functional testing due to a coolant leak. No patient involvement.